Event description:
It was reported to philips that the flexvision pc was not booting up. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has investigated this complaint. According to the additional information collected, the issue occurred during the coronary procedure. The procedure was completed by restarting the system. The philips field service engineer (fse) inspected the system and confirmed that the flexvision pc was not starting. Due to manufacturing issues, the dimm may not function as intended, leading to issues with the system's flexvision pc. Philips has initiated a field safety corrective action (2023-igt-bst-027). Upon troubleshooting actions, fse implemented fsca in another case. After implementing the fsca, the system was returned to use in good working order.